Event description:
It was reported that when the biomedical engineer was doing functional testing, the lower display turned completely black when the "menu" key was pressed to bring it up. The device will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device passed all functional and bench testing. Analysis did find that the upper and lower cases were broken and contaminated, the ring cover and two side bail covers were broken, the battery release, lead flex cover, release spring and heart lead flex were contaminated, the battery contacts were compressed, the ring and two side bails were missing, the battery drawer was broken, the liquid crystal display (lcd) was out of specification and the encoder flex was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.